Event description:
It was reported that the patient presented for an implant procedure. During positioning, it was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events for high lead impedance and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.